Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The angle did not bend in the up direction; due to the breakage of the angle wire. In addition to evaluation in b5. Waterproofing was not possible; due to deformation of the variable hardness ring. Waterproofing was not possible; due to deformation of the grip part. Waterproofing was not possible; due to the broken scope cover. The light guide bundle was in poor condition, the light guide lens was broken, the light guide lens was chipped, the bending section cover adhesive was broken, the bending section cover glue was lifting, the scope cover was dirty, the switch button 3 was cut off, there was corrosion on the control part; due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of a customer, the evis lucera elite colonovideoscope when rotating the adjustment control knob, it did not adjust the angle. The event occurred during preparation for use. The unspecified diagnostic procedure was completed using a replacement product. There was no report of procedural delays or patient harm. During incoming inspection, residual liquid and foreign substance came out from the side water channel, due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage, which occurred due to a deformation of the cover, grip, and flexibility adjustment ring. A further cause of the deformation could not be presumed. The instructions for use (IFU) states in the following to contact olympus incase leakage is detected. Therefore, abandoning reprocessing at leakage is not a deviation from the IFU: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution: if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.